Manufacturer narrative:
Additional information was received on 11/11/2019. The patient sent an email stated that the explanted devices were investigated and found to be non-mentor devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent breast augmentation revision with unknown mentor gel implants experienced left sided rupture and an autoimmune reaction post procedure. She was she awoke to a stabbing feeling one night and her breast began to feel dull. This feeling was bothersome to her. This feeling slightly worsened over time. Additionally, she stated to have a knot that hurt to touch, and ptosis with visible outline of the breast began. Her breast was swollen and she had been ill for approximately a year. High liver enzymes were noted and she was unable to identify the cause of her issues. Fibromyalgia, shortness of breath and fatigue were all noted. She reported having fluid in her lungs. She stated to have had fifty tests performed, results unknown. She was described lyrica with an unknown result. On december 7th she began experiencing stomach pain and swelling in the front of her eyes. Her liver was not functioning properly and she was hospitalized for twenty three days. She had headaches and migraines and her implant contracted into her chest wall. A visual examination confirmed the rupture and a mass was found on the right side between her armpit and breast. A biopsy was performed and showed it was not a tumor. Computed tomography was performed and fluid was found in her left breast. She had atelectasis. The sequence of events, official diagnoses, or relation to the implants could not be confirmed. Additional information is being sought out, and if received will be reported in a supplemental report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-21282 for contralateral prosthesis report.